Event description:
The patient presented to the clinic in 2006 complaining of chest pain which the patient noted had started four days earlier. A chest x-ray showed the leads to be in correct position. Patient was given a prescription and was sent home. Nine days later, the patient developed shortness of breath and pleuritic chest pain suspicious for pulmonary embolism. A CT scan revealed multiple pulmonary emboli (pe). As a result, patient was admitted to a hospital and was treated with IV heparin and coumadin. The patient was discharged six days later. The patient returned to the clinic two months later, and a follow-up CT scan confirmed that the pes had resolved. The device remains implanted.